Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from 98 to 105 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call non-fasting ((B)(6) 2015; 8:56 pm) with results of 314 and 117 mg/dl. Customer performed blood tests prior to call with results of 158, 110, and 97 mg/dl. Verified storage of test strips is within spec. Test strips lot MFR's expiration date is 11/21/2016 and open vial date is two weeks. Recall test results performed from meter memory: memory 1: 102 mg/dl, (B)(6) 2015, 06:51 am, fasting:yes; memory 2: 89 mg/dl, (B)(6) 2015, 06:50 am, fasting:yes; memory 3: 104 mg/dl, (B)(6) 2015, 06:50 am, fasting:yes; memory 4: 109 mg/dl, (B)(6) 2015, 06:49 "m", fasting:yes; memory 5: 130 mg/dl, (B)(6) 2015, 09:53 pm, fasting:no. No adverse event reported. Control solution not available to perform control test.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: test strip issue.